Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, the qn was raised: damaged barrels found in sortimat. All affected work removed from the line and scrapped (30.000). The complaint was confirmed upon evaluation of the DHR review.

Event description:
It was reported during use the bd preset¿ arterial blood collection syringe had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: ¿in the process of collecting blood for the patient, the side of the syringe leakage, blood leakage to the nurse's hand".